Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer miscalculated the amount of carbohydrates when delivering a bolus which caused a low blood glucose (bg) level of 40 mg/dl. Customer ate food to address extra insulin that was delivered.